Event description:
It was reported that distal tip detachment and perforation occurred. The patient was presented with chronic total occlusion (cto) and underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified mid to distal left anterior descending artery (lad). A 190cm, straight-tip fighter guidewire was advanced for treatment. However, while trying to cross the lesion, the wire was lodged in the calcium. When an attempt was made to pull back the wire, the tip came off and could not be recovered. The radiopaque portion of the wire was left in the body but was secured between the vessel and the calcium. It was then noted that perforation occurred in the septal branch of the lad. Subsequently, stat echocardiogram and final angiogram were performed to ensure the perforation was contained. The procedure was not completed and no further patient complications were reported. The patient was stable and was fully recovered post procedure.